Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd emerald¿ 3 ml syringe with needle has been found with a broken plunger rod before use. The following has been provided by the initial reporter: lab technician / in charge observed 2 units of broken syringes in each box in one shipper, the two he has shown remaining he has disposed.

Event description:
It has been reported that one bd emerald¿ 3ml syringe with needle has been found with a broken plunger rod before use. The following has been provided by the initial reporter: lab technician / in charge observed 2 units of broken syringes in each box in one shipper, the two he has shown remaining he has disposed.

Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Customer submitted a photograph for evaluation. The photo shows evidence of damaged component (plunger broken) on the emerald syringe. The team reviewed the process controls of lot# 9058830 for primary and secondary packaging process. All process controls are in place and in working condition. Also, in process inspection and quality check, no broken plunger samples had been found. Conclusion: there is a chance that during the primary packaging process the plunger might break and be packed in the unit pack if the cutter air pressure is increased. The team has decided to put a control on the machine in the form of a pressure sensor. This sensor will stop the machine if the air pressure is increased beyond 2.8 bar. This way if part of the product comes in between the unit pack it will not get separated, form as a continuous strip, and get rejected. H3 other text : see section h.10.